Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline age is 62 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿patient alert in implantable cardioverter defibrillators: toy or tool?¿ j am coll cardiol 2004;44:95¿ 8. Doi:10.1016/j.jacc.2004.03.051. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds) systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers/complaint. The article indicated that there were patients who received inappropriate shocks and had exit block occur. There were also reports of device and/or lead issues such as: apparent fractures, t-wave oversensing (twos), connector ¿defects,¿ high voltage and pacing lead impedance alerts, long charge time, sensing ¿defects,¿ and there were patient-reported ¿phantom¿ alerts also noted. The status of the product is unknown; however, there were noted device/lead replacements, and reprogramming was done for some patients. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.